Manufacturer narrative:
Correction: "user facility" in g2 should have been marked off as a report source, now updated.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy. No patient symptoms or additional information was reported.

Event description:
Further information received noted that the issue was seen through remote follow up. Patient received both inappropriate shocks and anti-tachycardia pacing (atp) due to incorrect interpretation of signal. No intervention was reported.